Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The charger was suspected to be overheating, which may have caused charging to stall intermittently. The patient also had difficulty remaining in the required position during charging due to being hard of hearing and being paralyzed on one side of the body which was non-device related. The patient underwent a revision procedure wherein the ipg was replaced with a non-rechargeable system. The patient was doing well postoperatively, and the explanted device was discarded by the facility.